Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient during a thoracic endovascular aortic repair. The device was intended to be deployed on the left carotid. It was reported that the implant procedure, the device jumped back a considerable distance mid-deployment in the aortic arch. The main body of the stent graft refluxed back into the aortic arch in a sudden and uncontrollable fashion. The device was deployed successfully. Rapid right ventricular pacing was not used, but the patient's systolic blood pressure was pharmacologically reduced to 100mmhg. The guide wire was pushed forward to ensure that the delivery device was on the outer curve of the aorta ahead of delivery. The device traced and positioned successfully. The jumping was after deployment of the first 2-3 stents and was not controllable. It was also reported that pressure was maintained along the greater curve during the procedure and it was a non-elective out of hours case. It was also reported by the physician that medtronic did not do a sufficient job disclosing the differences in delivery systems between captivia and navion. It was reported that the physician believes the navion device is not as accurate as captivia. It was also reported that the facility does not like to use the rapid pacing technique and prefer to lower blood pressure by more traditional techniques. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.